Event description:
A user facility in the united kingdom reported that during cataract surgery bubbles occurred and obscured the surgeons view. This caused the phaco tip to touch the capsule bag and resulted in a rupture. An anterior vitrectomy was performed and surgery was increased by 15-30 minutes. No additional anesthesia was required.

Manufacturer narrative:
The product is not available for evaluation as the customer discarded it on site. Although requested, the ¿lot number¿ was not provided, therefore the UDI-pi is not available. The device history record review cannot be performed. The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The investigation is complete.